Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibited a pacing impedance measurement greater than 2000 ohms and no capture on the left ventricular(lv) channel despite maximum device outputs. A revision procedure was performed and the system was removed from service and replaced. No adverse patient effects were reported.